Manufacturer narrative:
Test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump was cracked. The customer¿s blood glucose level was unknown. The customer states that the reservoir window was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.